Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited a loss of capture and an increase in thresholds due to dislodgement of the ventricular lead. This lead was replaced with a screw-in lead and the atrial lead was capped. A medication change helped lower the thresholds and the device remains implanted, functioning appropriately.